Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction improper storage conditions. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results and high control test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Control test performed prior to call on (B)(6) 2015 produced result of 77 mg/dl. Control test not within acceptable range of 32 to 62 mg/dl. Control level one lot #4l1b47 manufacturer's expiration date is (B)(6) 2015 and open date is (B)(6) 2015. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 04/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product eval not yet completed.

Event description:
Consumer complaint of high blood glucose test results and high control test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Control test performed prior to call on (B)(6) 2015 produced result of 77 mg/dl. Control test not within acceptable range of 32 to 62 mg/dl. Control level one lot # 4l1b47 MFR's expiration date is 08/31/2015 and open date is (B)(6) 2015. Verified storage of product is not within instructed specification. Test strip lot MFR's expiration date is 04/15/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 125mg/dl (B)(6) 2015 07:06am; 123mg/dl (B)(6) 2015 12:00am; 129mg/dl (B)(6) 2015 07:57am; 133mg/dl (B)(6) 2015 07:03am; 145mg/dl (B)(6) 2015 07:25am. Adverse event not reported.